Manufacturer narrative:
Due to character restrictions in block e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that once the catheter was in, cardiosave intra aortic balloon pump(iabp) failed zeroing prior to pumping. They then noticed that the red tipped pressure cable had a bent pin and several loose pins. They quickly switched that pump with cs300. At this point they were able to zero but received an "autofill failure" alarm. After several attempts to remedy, they removed the iab catheter and replaced it with another catheter of same size and type. Again, they received the autofill failure alarm and could not remedy. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0000980. Please refer to mfg report number 2249723-2025-0000980 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0000968 in your database.